Event description:
Caller stated there is a burn mark on the pad.

Manufacturer narrative:
Our inspection revealed that several internal components designed to restrain the heater wire had been bent or broken. This damage has allowed the loose heater wire to tangle together, creating an area of excessive heat, which had damaged and deteriorated the fabric foundation. The end of the pad was folded over which caused a hot spot in the pad. Lead laying on top of lead and wire. We determined that this report was attributable to misuse on the part of the consumer.